Event description:
Complainant alleged that during routine preventative maintenance check, the device displayed error message code "error 46" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.